Event description:
It was reported that a patient experienced air in the supply line of a homechoice cassette without an alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative advised the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.